Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that it was not possible to induce this patient during the implant of the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode and low out of range shock impedance measurements were noted. The patient will be brought in for another defibrillation threshold (dft) test. No adverse patient effects were reported. Additional testing was done and a 10 j shock showed another low shock impedance value with the existing system. A revision took place where evacuation of a hematoma took place. The system was disconnected and visual inspection of the device did not show any abnormalities. The electrode was explanted and a new one was implanted. Visual inspection of the explanted electrode also did not show any abnormalities. A new device was also implanted. The new system was tested and low out of range shock values were once again noted. It was noted that despite changing the system and moving the electrode further in the sternum the shock impedance measurement had not increased significantly. It was believed that the root cause of the reduced values was physiologic with the patient who had elevated hemoglobin, high blood pressure and high potassium values. The physician elected maintain the system as is and monitor the patient via remote monitoring.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
The explanted system will be returned.